Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they were having issues with the insulin pump. They have been having power failure when they test their blood glucose. They received a failed battery test alarm. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. It was the second occurrence of replace battery now alarm without a low battery warning. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Battery was removed from pump and monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no pump error alarms were noted. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with minor scratched display window and case.